Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The was analyzed and found to have errors 23072. The failure was confirmed through remote fe; the errors showed up on error log history. The error was also replicated on the system. The proximal harness and the shoulder harness will be replaced to address this error. The complaint regarding repeated recoverable fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a repeating recoverable fault 23072, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reseated the j10 connector and the acj as well as attach a standoff p clamp. The system booted up numerous times without the 23072 error. No parts were replaced. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of error 23072 is attributed to a sensor failure resulting in a difference between the primary and secondary setup joint (suj) readings that is larger than expected. The arm with the faulty suj sensor is placed in a locked state while the remaining arms on the system arm placed in a recoverable soft-lock mode. If this error cannot be cleared, then the user has the option to disable the affected arm and continue using the system in a reduced capacity. This complaint is being reported based on the following conclusion: the field service engineer (fse) confirmed the customer reported issue and required service to bring the system to an optimal and operable state. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system experienced a repeating recoverable fault 23072. The error is pointing towards arm 1 z-axis. Technical support engineer (tse) reviewed the logs and confirmed the faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they were unable to provide patient demographic information.